Event description:
It was reported that the patient's device had a power on reset occur. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that the device experienced a critical ram parity error por (B)(4) 2011 in location "17 37". The device should be able to recover from the event and continue normal function.